Event description:
It was reported original procedure was performed for a humeral shaft fracture repair on (B)(6) 2015. A revision surgery was performed on (B)(6) 2015 to remove the intact plate and broken screws. Five screws (combination of 4.5 cortical and 5.0 locking screws) implanted proximally were removed intact. In addition, there was three distally implanted screws (two 4.5 cortical screws and one locking screw). The two, 4.5 cortical screw heads were broken in the humerus. The broken screw heads were removed but the shafts remained in the patient. The one locking screw was broken, the head of screw was stuck in the locking plate and surgeon was able to retrieve the shaft of the screw. The procedure was delayed approximately twenty minutes, and surgery was successfully completed. The fracture was re-reduced, the plate and screws were removed and replaced with a new plate and screws. The patient reportedly did not fall or experience any other trauma this report is for one unknown 5.0mm locking screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight was reported as approximately (B)(6). Event date: unknown. This report is for one unknown 5.0mm locking screw. Part and lot numbers were not provided by reporter. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Update: 7/14/15: part family code: #212.xxx or 412.xxx were identified upon completion of investigation summary. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the broken, unknown locking screw and broken, unknown cortex screw was likely caused by cyclical loading as a result of a nonunion; however, this complaint is not likely a result of any design related deficiency. No product issue was identified upon examination of the returned 4.5mm narrow locking compression plate (part 224.601 / lot number 5684867), four (4) intact unknown cortex screws, or the intact unknown locking screw(s). The broken unknown locking screw, broken unknown cortex screw, and the 4.5mm narrow lcp plate are implants routinely used in the large fragment lcp instrument and implant set. The returned 4.5mm narrow lcp plate (224.601), four intact unknown cortex screws, and the intact unknown locking screw were received in condition consistent with implantation and removal. The plate was manufactured in january, 2008 and is over seven years old. The associated drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified upon examination. The two unknown broken screws were returned and reported to have broken postoperatively and required a revision surgery. One of the two unknown screws was identified as belonging to the 4.5mm self-tapping cortex screw family and the other likely belongs to the 5.0mm self-tapping locking screw family. This condition is confirmed; one locking screw head and one cortex screw head were returned with a locking screw shaft. It is likely that cyclical loading associated with a nonunion has led to this complaint condition. The balance of the returned devices is in condition consistent with implantation and removal. The associated drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.